Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump would not turn on. Customer experienced an elevated blood glucose (bg) value described as ¿high¿. A correction bolus was delivered to address bg. Troubleshooting was performed and the pump was found to be working as intended. The customer continued to use the pump for insulin therapy.